Event description:
It was reported that during a lavh, the electrode could not be put into the sheath firmly. The device was used with an eph02. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.